Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative went onsite to evaluated the reported device. A preventative maintenance service was performed and operational verification procedures were performed. The screen brightness was adjusted and the device was returned to the customer operating to manufacturer specifications after resolving the reported issue.

Event description:
The customer reported that when the vela ventilator was turned on, the ventilator was beeping loudly and the touchscreen was blank. The customer reported no patient involvement or allegation of patient harm.